Event description:
A customer reported observing biased glucose results for one patient sample. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer ran option 3 for 6 cycles and 2 slides were found in the disposal box confirming a slide error had occurred. User error was the cause of this event.